Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported "e204" and "b30" errors was foreign material present at the electric contact point of the video connector socket. The instructions for use provide the following statement in resolving the e204 and b30 errors: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, occurred during an endoscopy procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The reported problem could not be duplicated and no problems were found. The fse cleaned the video cable connector with isopropyl alcohol and compressed air. A master reset was performed and setting re-entered. The fse tested the video processing with multiple endoscopes and did not experience video interference or error messages (e204). The fse cleaned the light source light sockets with isopropyl alcohol and compressed air. Upon testing, the fse did not observe b30 scope communication errors.

Event description:
Olympus was informed of a report that errors e204 and b30 occurred. There was no patient injury or harm, associated with the problem, reported to olympus.